Event description:
The customer reported that the subject device had a leak. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the insertion tube coating was peeling. This report is being submitted for the malfunction found by service during the device evaluation [coating peeling].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Upon further evaluation of the device, service found an air leak in the camera unit. The control body was damaged, and there were traces of fluid ingress in the control unit. The insertion tube was collapsed, and the angulation was insufficient due to elongation of the angle wire. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the investigation, the likely causes for the peeling coating are use stress, handling, and external factors; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.